Event description:
Covidien service center received a n-550 with an undeclared failure. Evaluation of unit in 2009 determined that the speaker does not work due to damage to speaker. The speaker was replaced and equipment operates as expected.

Manufacturer narrative:
Damage to coil of speaker found.